Event description:
Boston scientific crm received info that this dextrus right ventricular lead exhibited noise. In a revision procedure, the lead was explanted and successfully replaced with a new lead. No adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this event will not be updated.

Manufacturer narrative:
The device is not returned for analysis. Therefore, the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.